Event description:
It was reported that the patient presented for follow-up. A review of the transmission revealed episodes of non-sustained right ventricular over-sensing recorded by the implantable cardioverter defibrillator. The noise inhibited pacing in the atrium and ventricle. The episodes were caused by electromagnetic interference that occurred during an unrelated surgery. No interventions were made. The patient was asymptomatic.